Event description:
The instrument did not staple as if no staples were in the instrument; purse and tissues wer properly placed around the anvil; laparotomy; new purse, rectum resection and anastomosis were done; patient ok.